Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37446.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 10% within one day. The customer¿s blood glucose level was not impacted. Reportedly, the customer would continue to use the pump for insulin therapy.